Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old female patient presented as a surgical turn down for high risk percutaneous coronary intervention. The impella cp optical was selected for hemodynamic support and inserted without any reported issue. During support, however, the patient endured a loss of distal pulses. The pump was removed and manual pressure was held, however, pulses did not return. A thrombectomy as performed and blood flow was restored to the leg.